Event description:
A nurse contacted lifecor customer support to report that the pt's battery charger is not charging the battery packs. The charger is connected properly in all spots, and displayed a green led light on the ac adapter. However, nothing happens when the batteries are inserted in the charger base. Pt has two bars left on each battery. Support will attempt to find a pt services rep (psr) to visit tomorrow. The psr visited and replaced the charger, and also downloaded. The download revealed "battery pack faults/battery charger fault" flags.

Manufacturer narrative:
Device evaluation summary: device eval of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was a corroded connector on the battery charger. The root cause of the corroded charger connector was probably liquid spilled into the well of the battery charger. This caused u13 to short and not charge the battery packs. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger.